Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/30/2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient reported that at 10:00 pm that her blood glucose (bg) was 40 mg/dl, then it dropped to 20 mg/dl. Patient's husband gave patient two (2) glucagon injections, then called 911 and patient was taken to the hospital. Patient was hospitalized from (B)(6) 2016. Patient confirmed she was not wearing the continuous glucose monitor (cgm) at the time of event. At the time of contact patient was stable and at home. No additional event or patient information is available.